Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot performed and passed. Functional test was performed and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be reset found in a log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Unexpected receiver shutdown.